Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture ingress was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 11/01/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 10/13/2017 with the following findings: during investigation the battery compartment was found to contain moisture. Moisture was observed inside the battery compartment. Moisture was also observed throughout the internal pump. Moisture was notably present on the display and transceiver boards. Unrelated to the original complaint, the battery compartment was found to be cracked below and above the grip pad. A leak test was performed and failed due to the leak in the battery compartment cracks. The battery compartment cap was found to have stripped threads. Test battery cap could be removed and placed on battery compartment successfully.